Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient had a previous colon procedure with sections removed followed with radiation. What healthcare professional fired the device and what is his/her experience? The surgeon fired the device and he has a lot of experience with our circular stapler. Where in the green gap setting scale was the indicator located prior to firing? I¿m not 100 percent sure at this point but typically he puts the indicator in the middle of the green scale. Did the surgeon wait 15 seconds and then retighten prior to firing? I do not think he re tightened were the donuts inspected? If so, please describe. The donuts were inspected and all were whole was the washer inspected? If so, please describe. Not sure about washer. What was observed during the leak test? During the leak test there were multiple leaks around the anastomosis. Water was filled in the abdominal cavity and colonoscope was used to visualize. Were there multiple sites of leakage or only one site of bubbling? Multiple leak sites could the anastomosis be visualized to over-sew? Briefly. It looked as if the anastomosis was intact despite leaks. Once over sewing began the anastomosis seamed to fall apart. Could you please clarify ¿there were no staples apparent¿? Were there any staples noted in the abdomen, intraluminally or in the stapler? There were multiple staple lines in the procedure in the pelvic area. There were no staples found on the stapler or around the circular stapler anastomosis. Could you provide more information on the concerning patient tissue condition? Once the initial oversewing failed the surgeon tried to hand sew the anastomosis with suture and was unsuccessful. The suture did not hold either. He sewed then scoped again to check for leaks and there we multiple leaks again. The sutures did not hold either. It seemed to rip through tissue. He ultimately closed the rectal stump. The patient had a previous colon procedure. The anatomy was out of place and what tissue wasn't scare tissue was delicate and frail. What is the current patient status? Per the surgeon: the patient has recovered nicely; however his mental state is not great and is suicidal. The surgeon did explain the risks involved in the procedure to the patient prior to operating but patient is not happy with permanent colostomy. The analysis results found that the ecs33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the circular stapler was used to create anastomosis. Patient was scoped and leak test performed. There were noticeable leaks around the anastomosis. When surgeon returned to abdomen to over sew, the anastomosis seemed to separate. There were no staples apparent. The surgeon hand sewed the anastomosis but was unable to secure in tissue. The rectal stump was ultimately closed and the patient received a colostomy. It is likely a permanent colostomy. Patient tissue conditions were a major factor.